Event description:
The customer reported the generator booted up to 17 arrows and then displayed x-rays disabled message. This resulted in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The fluoro functions board was repplaced during the service call. The system was tested and found to be working as intended and put back into service.